Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and verified the missing labels. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was "missing the safety labels" during incoming inspection. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and verified the missing labels. The reported issue was observed during the device evaluation as a missing tubing identification label which was replaced. The device was determined to not meet all product specifications related to the reported event. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.